Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 10.3 cm diameter fusiform abdominal aortic aneurysm approximately 28 months ago. The infra-renal neck angle was 60 degrees. The aortic neck was 24 mm in diameter and 23 mm in length. The distal aorta was 37 mm in diameter. The right iliac artery was 17 mm in diameter and the left iliac artery was 18 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The right and left iliac arteries were mildly tortuous with no stenosis. The 2813145 bifurcated stent graft and iliac stent graft 1624c80ee were implanted on the right side. A 1620120 and a 202080 from the left side. It was reported that the patient presented emergently with acute left limb ischemia 26 months post implant. No pulsations were detected in the left lower extremity; therefore, the patient was admitted to the hospital for a thrombectomy and the event resolved. The event was reported as stent graft occlusion. The physician assessed the event to be device related and not procedure related. The cause of the thrombus is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft occlusion, claudication. Lack of information (unknown cause of occlusion). Conclusion: lack of information (unknown cause of occlusion).

Event description:
Films were received and reviewed. Angiography images 2 years post-implant showed that the bifurcate ipsilateral limb and extension were positioned into the right iliac, and the contralateral limb and extension into the left iliac. The left limb extension extends 1cm beyond the contra limb. No clear thrombus could be seen within the stent graft limbs or aortic body. The distal stent graft od in the reported occluded left limb measured 23mm, and the distal stent graft od of the right iliac was 28mm. No stent graft kinks or compression was observed. Images showing the occlusion event were not provided, and the cause is unknown. The event may be patient related.